Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, pregnancy (she has had 3 vaginal deliveries without complications other than some deep venous thrombosis related to pregnancy and her factor v leiden deficiency), odontalgia (dental pain), urethral hypermobility (urethral hyper mobility.), multigravida, thrombolysis and endometrial disorder. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included body mass index normal, copd, endometriosis, cervical pap smear normal, cough, sneezing and constipation. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2010 to 2018, hydrocodone since (B)(6) 2018, ibuprofen, paracetamol (acetaminophen) since (B)(6) 2018 and sulfamethoxazole;trimethoprim (mortin) from (B)(6)2017 to (B)(6) 2018. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urethral disorder ("bladder or urinary problems or changes urethral hypermobility"), migraine ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), sciatic nerve neuropathy ("other injury(ies) or complication:sciatic nerve"), rash ("rash") and acne ("acne"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced respiratory tract infection ("infection (other) describe: respiratory infection"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: not sure but was diagnosed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), alopecia ("hair loss") and muscle spasms ("other injury(ies) or complication: leg cramps"). In (B)(6) 2018, the patient experienced pain of skin ("rashes or skin conditions type: skin soreness"). On (B)(6)2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced blindness transient ("vision/eye problems type: couldn't see at times\loss of vision") and vision blurred ("vision/eye problems type: fuzzy vision"). On an unknown date, the patient experienced contusion ("bad bruising"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, autoimmune disorder, respiratory tract infection, tooth disorder, mood swings, urinary tract infection, depression, anxiety, pain of skin, urethral disorder, migraine, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vision blurred, weight increased, abdominal distension, alopecia, sciatic nerve neuropathy, rash, acne, muscle spasms and contusion outcome was unknown, the blindness transient, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the feeling abnormal and fatigue was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, blindness transient, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain of skin, pelvic pain, rash, respiratory tract infection, sciatic nerve neuropathy, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: dyspareunia, dysmenorrhea, pelvic pain, urinary stress incontinence, urethral hypermobility and migraines. The following information was received from social media bad bruising. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Event added- bad bruising. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, pregnancy (she has had 3 vaginal deliveries without complications other than some deep venous thrombosis related to pregnancy and her factor v leiden deficiency), odontalgia (dental pain), urethral hypermobility (urethral hyper mobility.), multigravida, thrombolysis and endometrial disorder. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included body mass index normal, copd, endometriosis, cervical pap smear normal, cough, sneezing and constipation. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2010 to 2018, hydrocodone since (B)(6) 2018, ibuprofen, paracetamol (acetaminophen) since (B)(6) 2018 and sulfamethoxazole; trimethoprim (mortin) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urethral disorder ("bladder or urinary problems or changes urethral hypermobility"), migraine ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), sciatic nerve neuropathy ("other injury(ies) or complication:sciatic nerve"), rash ("rash") and acne ("acne"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating / ugly belly "). In (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced respiratory tract infection ("infection (other) describe: respiratory infection"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: not sure but was diagnosed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), alopecia ("hair loss") and muscle spasms ("other injury(ies) or complication: leg cramps"). In (B)(6) 2018, the patient experienced pain of skin ("rashes or skin conditions type: skin soreness"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 9 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced blindness transient ("vision/eye problems type: couldn't see at times\loss of vision") and vision blurred ("vision/eye problems type: fuzzy vision"). On an unknown date, the patient experienced contusion ("bad bruising"), somnolence ("I dont wake up feeling I have been hit by a bus everyday"), scratch ("scratch"), blepharospasm ("twitchy eye") and hypoaesthesia ("numbness in hand or feet"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, respiratory tract infection, tooth disorder, mood swings, urinary tract infection, depression, anxiety, pain of skin, urethral disorder, migraine, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vision blurred, alopecia, sciatic nerve neuropathy, rash, acne, muscle spasms, contusion and somnolence outcome was unknown, the blindness transient, vaginal haemorrhage, menorrhagia, dysmenorrhoea, scratch, blepharospasm and hypoaesthesia had resolved and the feeling abnormal, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, blepharospasm, blindness transient, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain of skin, pelvic pain, rash, respiratory tract infection, sciatic nerve neuropathy, scratch, somnolence, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 162lbs. Fu (B)(6) 2020: date of removal: (B)(6) 2018 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: dyspareunia, dysmenorrhea, pelvic pain, urinary stress incontinence, urethral hypermobility and migraines. The following information was received from social media bad bruising. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: plaintiff information form received. Essure insertion date was updated. Essure causality comment was updated. Amendment: the report was also amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. Following new reporter information was added. Event outcome abdominal distention, weight increased was updated as recovering. New event added difficulty waking up, scratch, eyelid twitching, numbness hands and feet was added. (MFR control no. 2951250-2019-11023). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, pregnancy (she has had 3 vaginal deliveries without complications other than some deep venous thrombosis related to pregnancy and her factor v leiden deficiency), odontalgia (dental pain), urethral hypermobility (urethral hyper mobility.), multigravida, thrombolysis and endometrial disorder. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included body mass index normal, copd, endometriosis, cervical pap smear normal, cough, sneezing and constipation. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2010 to 2018, hydrocodone since (B)(6) 2018, ibuprofen, paracetamol (acetaminophen) since (B)(6) 2018 and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urethral disorder ("bladder or urinary problems or changes urethral hypermobility"), migraine ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), sciatic nerve neuropathy ("other injury(ies) or complication:sciatic nerve"), rash ("rash") and acne ("acne"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating / ugly belly "). In (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changesstress urinary incontinence"). In december 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced respiratory tract infection ("infection (other) describe: respiratory infection"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: not sure but was diagnosed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), alopecia ("hair loss") and muscle spasms ("other injury(ies) or complication: leg cramps"). In (B)(6) 2018, the patient experienced pain of skin ("rashes or skin conditions type: skin soreness"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 9 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced blindness transient ("vision/eye problems type: couldn't see at times\loss of vision") and vision blurred ("vision/eye problems type: fuzzy vision"). On an unknown date, the patient experienced contusion ("bad bruising"), somnolence ("I dont wake up feeling I have been hit by a bus everyday"), scratch ("scratch"), blepharospasm ("twitchy eye") and hypoaesthesia ("numbness in hand or feet"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blindness transient, vaginal haemorrhage, heavy menstrual bleeding, pain of skin, dysmenorrhoea, dyspareunia, scratch, blepharospasm and hypoaesthesia had resolved, the autoimmune disorder, respiratory tract infection, tooth disorder, mood swings, urinary tract infection, depression, anxiety, urethral disorder, migraine, ovarian cyst, allergy to metals, vaginal discharge, vision blurred, alopecia, sciatic nerve neuropathy, rash, acne, muscle spasms, contusion and somnolence outcome was unknown and the feeling abnormal, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, blepharospasm, blindness transient, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, hypoaesthesia, migraine, mood swings, muscle spasms, ovarian cyst, pain of skin, pelvic pain, rash, respiratory tract infection, sciatic nerve neuropathy, scratch, somnolence, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 162lbs. Fu 27mar2020: date of removal: (B)(6) 2018 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: dyspareunia, dysmenorrhea, pelvic pain, urinary stress incontinence, urethral hypermobility and migraines the following information was received from social media bad bruising. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on 14-may-2021: social media report received: outcome of events : dyspareunia, pelvic pain, rashes or skin condition, type: skin soreness were updated. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, pregnancy (she has had 3 vaginal deliveries without complications other than some deep venous thrombosis related to pregnancy and her factor v leiden deficiency), odontalgia (dental pain), urethral hypermobility (urethral hyper mobility.), multigravida, thrombolysis and endometrial disorder. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included body mass index normal, copd, endometriosis, cervical pap smear normal, cough, sneezing and constipation. Concomitant products included cannabis sativa (marijuana) since may 2010 to 2018, hydrocodone since (B)(6) 2018, ibuprofen, paracetamol (acetaminophen) since (B)(6) 2018 and sulfamethoxazole;trimethoprim (mortin) from january 2017 to may 2018. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urethral disorder ("bladder or urinary problems or changes urethral hypermobility"), migraine ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), sciatic nerve neuropathy ("other injury(ies) or complication:sciatic nerve"), rash ("rash") and acne ("acne"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced respiratory tract infection ("infection (other) describe: respiratory infection"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: not sure but was diagnosed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), alopecia ("hair loss") and muscle spasms ("other injury(ies) or complication: leg cramps"). In (B)(6) 2018, the patient experienced pain of skin ("rashes or skin conditions type: skin soreness"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced blindness transient ("vision/eye problems type: couldn't see at times\loss of vision") and vision blurred ("vision/eye problems type: fuzzy vision"). On an unknown date, the patient experienced contusion ("bad bruising"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, respiratory tract infection, tooth disorder, mood swings, urinary tract infection, depression, anxiety, pain of skin, urethral disorder, migraine, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vision blurred, weight increased, abdominal distension, alopecia, sciatic nerve neuropathy, rash, acne, muscle spasms and contusion outcome was unknown, the blindness transient, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the feeling abnormal and fatigue was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, blindness transient, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain of skin, pelvic pain, rash, respiratory tract infection, sciatic nerve neuropathy, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: dyspareunia, dysmenorrhea, pelvic pain, urinary stress incontinence, urethral hypermobility and migraines the following information was received from social media bad bruising. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), autoimmune disorder ('autoimmune disorder type of disorder: not sure but was diagnosed'), respiratory tract infection ('infection (other) describe: respiratory infection'), blindness transient ('vision/eye problems type: couldn't see at times\loss of vision') and tooth disorder ('dental problems') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes and pregnancy (she has had 3 vaginal deliveries without complications other than some deep venous thrombosis related to pregnancy and her factor v leiden deficiency). Previously administered products included for an unreported indication: lovenox. Concurrent conditions included body mass index normal, copd, endometriosis, cervical pap smear normal, cough, sneezing and constipation. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2010 to 2018, hydrocodone since (B)(6) 2018, ibuprofen, paracetamol (acetaminophen) since (B)(6) 2018 and sulfamethoxazole; trimethoprim (mortin) from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urethral disorder ("bladder or urinary problems or changes urethral hypermobility"), migraine ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), rash ("rash") and acne ("acne"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced respiratory tract infection (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2018, the patient experienced autoimmune disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), alopecia ("hair loss"), sciatic nerve neuropathy ("other injury(ies) or complication:sciatic nerve") and muscle spasms ("other injury(ies) or complication: leg cramps"). In (B)(6) 2018, the patient experienced pain of skin ("rashes or skin conditions type: skin soreness"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced blindness transient (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: fuzzy vision"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, respiratory tract infection, tooth disorder, mood swings, urinary tract infection, depression, anxiety, pain of skin, urethral disorder, migraine, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vision blurred, weight increased, abdominal distension, alopecia, sciatic nerve neuropathy, rash, acne and muscle spasms outcome was unknown, the blindness transient, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the feeling abnormal and fatigue was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, blindness transient, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain of skin, pelvic pain, rash, respiratory tract infection, sciatic nerve neuropathy, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:dyspareunia, dysmenorrhea, pelvic pain, urinary stress incontinence, urethral hypermobility. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs& mr received reporter information was added. Case become incident injury nos replaced by new event added, pelvic pain female, mood swings, vaginal bleeding, menorrhagia, urinary tract infection, respiratory infection, anxiety, depression, skin soreness, stress urinary incontinence, urethral hypermobility, migraines, ovarian cyst, dental problems, brain fog, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fuzzy vision, fatigue, weight gain, bloating, hair loss, sciatic nerve, rash, acne, leg cramps, autoimmune disorder nos, loss of vision. Severity added pelvic pain female and event outcome added , vaginal bleeding, menorrhagia, dysmenorrhea (cramping), vision loss, fatigue, foggy brain. Medical history, concomitant, historical drugs and lab test was added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.